Event description:
Over the past couple of months, we have seen numerous alarms/alerts on our ge carescape r860 ventilators for expiratory flow sensors. Ge has been made aware of these issues and have yet to be able to identify the issue as well as a resolution. To date we have had 15-20 reported instances since june, with a majority of these happening the last month. When the issue happens, we see flow sensor alarm followed by apnea alarm. The ventilator appears to still be functioning but there is change in the pressure waveform and we are not certain if there is potential harm to the patient due ventilator discordance due to lack of ability, or potential ability for patient to trigger the vent. I was able to recreate the issue once in a lab setting, but could not identify a root of the issue. Another concern which we have learned about, when the flow sensor alarm activates there are three potential causes. The only way to identify which cause of the alarm is to put the vent into standby and open the diagnostics menu. This is not a safe way to allow the end user to identify and trouble shoot the ventilator, again, potentially putting patients at risk. The issue seems to point to the disposable exhalation valve assembly (eva) as we have only had one or two repeat ventilators with the issue. Also, our east campus hospital only uses reusable eva's and they are not experiencing the issue.